Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device indicated that an anterior cuff miss occurred during needle deployment as evidenced by the anterior cuff remaining in the foot pocket and the anterior needle undisturbed. This is consistent with the anterior needle being deflected away from the anterior foot instead of engaging with the anterior cuff inside the anterior foot pocket during needle deployment as intended. The anterior cuff miss would result in a failure to retrieve the suture during the needle plunger retraction. As the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for anterior cuff miss include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment techniques. The needle trajectory of every device is verified during manufacturing. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported, which could have caused the anterior needle to deflect. There was no definitive evidence in the evaluation of the device to suggest that the device was twisted, rotated, or the device was not at an approximate 45 degree angle during needle deployment, which could have contributed to the anterior cuff miss. However, based on the manufacturing inspection criteria and successful testing of the needle trajectory in the lab and during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The probable cause for the detected anterior cuff miss was determined to be related to the operational context during use of the device and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no similar incidents. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.